Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving hydromorphone, bupivacaine and baclofen at unknown concent rations and doses via an implantable infusion pump. The indication for use was intractable spasticity. It was reported that when the pump was refilled the remaining drug that was taken out took out was not clear but "yucky" looking. No symptoms were reported. The caller was redirected to healthcare provider (hcp) to discuss therapy concerns. No further complications have been reported as a result of this event.